Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrinsically breached due to a cut. Also, that there was blood on the proximal conductor of the lead and it was not obstructed. Analyst comments noted that the outer insulation breached extrinsic/ a tiny cuts and blood ingress on proximal conductor. It is likely that the extrinsic insulation breach that was observed during analysis occurred at implant cause for the electrical complaint.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the atrial lead was implanted in the right atrium and the sensing measurements were taken within normal limits using the programmer analyzer. The lead was sutured down utilizing the suture sleeve; it was then connected to the device. Noise was noted on the atrial channel through the device. The atrial lead was disconnected from the device and upon manipulation of the lead in the pocket the noise was replicated via the programmer analyzer. The doctor felt there may be an acute conductor issue. A possible lead fracture was suspected. The physician then decided to remove the lead and implant a different lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.